Event description:
It was reported that the patient presented to the emergency room after experiencing bradycardia. There was occasional t-wave oversensing (twos) observed with the right ventricular (rv) lead. Follow-up investigation revealed that the patient's potassium level was high, and dialysis treatment was given, which resolved the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.